Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial#: (B)(4). Description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had a lump in his back at the implant site. It was believed that the anchor in his back had come lose, the lump had broken open and became infected. The patient will undergo an explant procedure. No further information can be obtained.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a lump in his back at the implant site. It was believed that the anchor in his back had come lose, the lump had broken open and became infected. The patient will undergo an explant procedure. No further information can be obtained.